Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection (bladder/ urinary tract/vaginal) type: pelvic inflammatory diseases') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2009, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain and nausea ("nausea"). On (B)(6) 2010, the patient experienced swelling ("gastrointestinal or digestive system condition type: swelling"). On (B)(6) 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced infection ("infection (bladder/ urinary tract/vaginal) type: pelvic infections") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery ((B)(6) 2018, other (please specify) - essure reversal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, dysmenorrhoea, allergy to metals, infection, migraine, headache, nausea and fatigue outcome was unknown, the weight increased, swelling and vulvovaginal pain had resolved and the alopecia was resolving. The reporter considered allergy to metals, alopecia, dysmenorrhoea, fatigue, headache, infection, migraine, nausea, pelvic inflammatory disease, swelling, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Both tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs received : event of "injury" replaced with new events from pfs - " infection (bladder/ urinary tract/vaginal) type: pelvic inflammatory diseases and infection, migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping), pain, fatigue, weight gain, gastrointestinal or digestive system condition type: swelling, hair loss, vaginal pain". Outcome of the events "weight gain, pain and gi- swelling" were updated as recovered and hair loss was updated as recovering. Lab data was added. Reporter, patient and product information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.